Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 31, 2022. The explant date was provided with the receipt of the device. The device was explanted on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the anterior view measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 22, 2022. In addition to the right sided deflation reported initially, the patient also experienced left sided capsular contracture. This report relates to the right prosthesis. See 1645337-2022-12269 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 22, 2022. Replacement with a 325cc mentor smooth round moderate profile saline prosthesis was performed with explant . Manufacturer¿s reference number: (B)(4).